Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.884 volts, and the memory locations on the generator indicated that 58.502% of the battery had been consumed. The data dump was also reviewed, and it was noted that the device went from normal impedance to high impedance on (B)(6) 2019. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications. Product analysis for the lead is still underway.

Event description:
Product analysis was completed on the returned generator. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A break was identified in the positive coil and scanning electron microscopy images showed pitting or electro-etching conditions at the break location. The scanning electron microscopy images also showed appearance suggesting that stress induced fracture (fatigue) has occurred in at least two strands of the quadfilar coil. The lead assembly had dried remnants of what appear to have once been bodily fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Patient presented with high lead impedance and underwent a full revision surgery. The explanted products have been received but product analysis has not been completed to date. No other relevant information has been received to date.